Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, while they clipped the vessel, the seal of the trocar was damaged and disenaged. They opened a new trocar to complete the case. There was no patient injury.